Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report three of three for the same event; see also 3004485144-2016-00143 and 00144.

Event description:
It was reported that while the surgeon was impacting a cage with zyston straight inserter straight handle at mis-tlif operation; something like small metal particles/powder were seen from the inserter handle or shaft. Metal particles from the black 1/4 square t-handle upon impaction, was also observed. It is unknown if the small particles/powder fell into the patient. The surgery was completed.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report three of three for the same event; see also 3004485144-2016-00143-1 and 00144-1.

Manufacturer narrative:
Through testing performed by the complainant, the material debris was determined to be 17-4 ph ss. The returned device was examined. A dent was found inside the square drive shaft that appears to have been caused by impaction. This feature is made from the same type of material as the reported metal debris, indicating the debris was a result of a slight flaking of the square drive shaft material while the device was undergoing impaction forces. A review of the manufacturing records did not identify any issues which may have contributed to this event.